Event description:
Boston scientific received information that upon review of an x-ray, during the the post operation check, that this right atrial (ra) lead had dislodged. As a result, an invasive revision procedure was performed and the ra lead was successfully revised. To date, no adverse patient effects were reported with this revision procedure.

Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.